Event description:
Report received from (B)(6) stating the device had a "broken pedal." The device was not being used in surgery. It is unknown if there was any injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).